Event description:
During trouble shooting of a check supply line alarm, the caregiver (cg) stated that the home patient (hp) had disconnected from machine sometime during the night and cycled power off. The cg now wants to do a manual drain on the hp and was getting check supply line during prime. The cg still had same set up on machine. The baxter technical service representative (tsr) explained that the cg would need to start over with all new supplies and then the hc would do the initial drain. The cg wants to drain now. The tsr explained that it was not possible at this time on the machine. The cg understood and would use manual supplies to drain the hp. There was no patient injury or medical intervention indicated at the time of the initial report. There was patient involvement.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. A labeling review found the labeling to be adequate for the use/user error identified in this incident. The reported problem was confirmed. The assignable cause was related to use error.

Manufacturer narrative:
(B)(4). There was no allegation of a product malfunction, therefore, the sample was not requested and a batch review will not be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.